Event description:
Emt's responded to a person, condition unk. The pt was connected to the device for ECG monitoring when, according to the reporter, the device's led's flashed and a service message was displayed on the monitor screen. A backup device was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.